Manufacturer narrative:
(B)(4). Visual examination of the returned drill identified signs of use with dings present on the quick connect features, wear marks on the shaft and the cutting edges were nicked/worn and appear dull. The device was fractured, not all fractured pieces were returned. Dimensional analysis of the product determined that the product, where measured, was conforming to print specifications. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. Review of complaint history identified an additional similar complaint for the reported item and no additional complaints for the reported part and lot combination. Medical records were not provided. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Suggested component code: mechanical (g04) - drill.

Event description:
It was reported that a drill bit became stuck in a cut block and broke when the technician pulled down on it. There was no patient involvement. Attempts have been made and no further information has been provided.